Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device could not be initially interrogated and was not pacing. After several attempts with two different programmers, it could be interrogated and was found in back-up mode. The device was reset but it could not be programmed, and it was still not pacing, even during a magnet test. The device repeatedly kept switching back to back-up mode, a few minutes after each time it was reset. Lead impedance were above 3000 ohms and the battery impedance was at 10.49 kohms. Detection was working correctly, but noise was observed on both channels. A radiograph reportedly showed no issue regarding the integrity of the leads.

Manufacturer narrative:
The preliminary analysis revealed that the reported issue occurred due to a premature battery depletion.

Event description:
The subject device could not be initially interrogated and was not pacing. After several attempts with two different programmers, it could be interrogated and was found in back-up mode. The device was reset but it could not be programmed, and it was still not pacing, even during a magnet test. The device repeatedly kept switching back to back-up mode, a few minutes after each time it was reset. Lead impedance were above 3000 ohms and the battery impedance was at 10.49 kohms. Detection was working correctly, but noise was observed on both channels. A radiograph reportedly showed no issue regarding the integrity of the leads.

Event description:
The subject device could not be initially interrogated and was not pacing. After several attempts with two different programmers, it could be interrogated and was found in back-up mode. The device was reset but it could not be programmed, and it was still not pacing, even during a magnet test. The device repeatedly kept switching back to back-up mode, a few minutes after each time it was reset. Lead impedance were above 3000 ohms and the battery impedance was at 10.49 kohms. Detection was working correctly, but noise was observed on both channels. A radiograph reportedly showed no issue regarding the integrity of the leads.